Event description:
Meter name: one touch ultra, strip name: one touch ultra teststrips, meter code: unk, strip code: unk, strip storage: unk, symptoms: blacked out. A pt reported they called 911 and paramedics came. Their meter allegedly had no power. The result on their meter was unable to test. The result on the emt meter was 40mg/dl. No comparison performed. Treatment was IV glucose. No further info has been reported.